Event description:
Information was received indicating that a smiths medical pump was leaking from the bottom. There was no reported adverse events.

Manufacturer narrative:
Returned device was received cracked enclosure and tank cover. Outdated pcb and power switch. Faded line cord. During the evaluation of the device a crack in the enclosure near the drain fitting. The customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was leaking from the bottom. There was no reported adverse events.